Manufacturer narrative:
Result: communication cord with bent pins. Siderail timing link.

Event description:
It was reported by svc report that the com cord had bent pins, and the siderail would not latch in the upright position. It is unk if there was pt involvement or adverse consequences to report.